Event description:
It was reported the patient presented for surgery. Prior to the procedure, it was noted the right ventricular lead was oversensing noise resulting in pacing inhibition and exhibited intermittent capture due to suspected damage sustained during a valve replacement. The rv lead was capped and replaced with a leadless pacemaker on (B)(6) 2025. The patient was in stable condition.